Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump lost power once and that there was a crack in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/16/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 04/01/2014 with the following findings:a review of the pump¿s black box history showed no evidence of power reboots was recorded. The returned battery cap was not able to be tightened securely to the pump and was not able to maintain an electrical connection. Visual inspection revealed that there was a crack along the battery compartment threads. The battery cap threads were also found to be stripped/damaged. A test cap was used to complete the investigation. The pump performed a 24 hour duration test using the test cap and no power reboots occurred.